Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was failed to recover. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility:(B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23 october 2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer six not detected closed. The field service engineer (fse) removed the back panel and confirmed via led that the drawer was not detecting the closed position. Removed the drawer, found the latch magnet loose, replaced the latch magnet, reinserted the drawer, and ran hardware test application successfully. The drawer now detects open and closed positions correctly. The system functioned as intended after the field service engineer resolved the issue.